Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The broken bending section could have damaged the charge-coupled device elements which caused no image when the scope was plugged into the processor. The broken bending section skeleton attributed to a leak. There was a cut on the bending section cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the image kept going in and out while using the uretero-reno videoscope. The issue was detected in reprocessing prior to a procedure. No other devices were involved in the event. The intended procedure was completed with another device with no surgical delay. No devices were replaced during the procedure. No patient harm reported. During the evaluation of the device, it was noted the bending section was broken. This report is to capture the reportable malfunction of the broken bending section noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrections to h6 and g3 of the initial medwatch. The aware date should be 09-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. The device history record was unable to be reviewed however, the arp refurbish record was reviewed, and no deviations occurred that could have caused or contributed to the reported issue. Olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the cause of the reported event is likely due to the user manipulated the device with adding excessive force to the bending section which caused the suggested event. The event can be detected/prevented by following the instructions for use (IFU) which state: precautions: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. Do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged.) Olympus will continue to monitor field performance for this device.